Event description:
While deploying a flipper coil, the distal end of the delivery wire broke off at the coil. It was still attached to the coil at the placement site. There were no adverse complications to the patient.